Event description:
The ceramic tip broke off and was left inside the patient. The product will not be returned. After this happened, the facility sent it to a 3rd party to repair company. The tip was removed from pt without additional adverse effects.

Manufacturer narrative:
Device will not be returned to acmi, therefore the investigation is inconclusive. Historical data for similar failure modes show that this is likely the result of user handling damage or excessive lateral force being applied during the procedure.